Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v4967 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter aspirated and functioned as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the vitrectomy cutter stopped cutting. They replaced it with a backup cutter and continued the surgery with no issue. No issue to the patient.